Event description:
Patient was scheduled to have three, once weekly injections into the right knee. The first injection was on (B)(6) 2025. Patient had hematoma form after injection on (B)(6) 2025. His injection scheduled for friday (B)(6) 2025 was cancelled and physician's office alerted us of adverse event on monday (B)(6) 2025. (B)(6).